Manufacturer narrative:
Tracking #.48525.

Event description:
It was reported during set up for a laparoscopic cholecystectomy the scrub tech tried to arm the 355ld. The orange button would not remain in the activated position. They opened another trocar, which armed correctly. There was no consequence to the patient.